Event description:
(B)(4). Event occurred in the united states. The patient reported that her infusion set came apart at the quick release due to which she had high blood glucose level as she was not receiving insulin and this issue occurred three times. She changed the set and self-treated with a bolus through her pump. At the time of this report, her blood glucose level was 140 mg/dl. No further information available.